Event description:
Rptr alleged that within 5 minutes of the customer having a seizure because of hypoglycemia, she used the aviva system and obtained back to back results of 143 mg/dl, 149 mg/dl, and 130 mg/dl when all tests were within 10 minutes. Rptr stated she treated him with honey and 7 up to bring him out of the seizure. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.